Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was returned intact with no damage or peeling. During testing, the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive and required multiple presses with increased force to engage; the ok keypad button responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the the up arrow and down arrow keypad buttons were difficult to press and that the symbols were worn off of all the keypad buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.